Event description:
Boston scientific received information that while undergoing a revision procedure to move this device subpectorally, the patient received an unnecessary shock as a result of sensing the cautery machine, and this device went into safety mode. The sales representative (sr) that was present tried to program out of safety core, but was unsuccessful. During this procedure, the patient was being paced through the pacing system analyzer (psa) so no therapy loss was observed. The device was explanted and replaced. To date, there have been no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, initial microscopic visual inspection of the header found it to be completely intact and the leads were fully inserted into the header. Upon a review of the device memory log, it was noted that the device recorded 5 faults on (B)(6) 2011 and was operating in safety core. It is known that if electrocautery is being applied near the device site during surgery this may cause the oscillator to temporarily not function properly which is known to cause system faults which will cause the device to go into safety core. The device was then interrogated the device without any issues. The device was then put through a series of automated tests, which verified the performance of defibrillation, pacing, sensing, and recording functions of the device. In conclusion the device faults are due to electrocautery.

Manufacturer narrative:
As of this date, the device has not been returned. If this device should be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.